Manufacturer narrative:
Section a1: patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported imprecise alinity c calcium results generated by the alinity c processing modules for a patient. The following data was provided: customer¿s adjusted calcium range: 2.20 to 2.60 mmol/l. Sid: (B)(6): on (B)(6) 2024 initial result = 0.83 mmol/l (ac01433 with reagent lot#: 25020un24). Repeat results = 0.9 mmol/l (ac01433), 2.38 mmol/l (ac01250 with reagent lot#: 25020un24). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the alinity c calcium assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 25020un24. A review of the device history record did not identify any non-conformances or deviations with lot 25020un24 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity c calcium reagent, lot number 25020un24.

Event description:
The customer reported imprecise alinity c calcium results generated by the alinity c processing modules for a patient. The following data was provided: customer¿s adjusted calcium range: 2.20 to 2.60 mmol/l. Sid (B)(6): on (B)(6) 2024 initial result = 0.83 mmol/l (B)(6) with reagent lot#25020un24). Repeat results = 0.9 mmol/l (B)(6), 2.38 mmol/l (B)(6) with reagent lot#25020un24). There was no impact to patient management reported.